Event description:
The customer reported that the defibrillator keys "don't work". There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.